Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned. Additionally, the alleged battery issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the battery was observed to be depleting rapidly. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate pump for insulin therapy.